Event description:
Caller reported a malfunction on the pump, indicated by a code malf 4, but no notable events occurred prior to the malfunction, and fault ID 4-0x2072 was provided. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer opted to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted, and technical support arranged to replace the pump. Caller expressed interest in obtaining an out-of-warranty loaner pump.